Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device had cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 142 mg/dl. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. The customer inserted new battery but the issue reoccurred. The insulin pump will be returned for analysis.